Event description:
It was reported that balloon rupture occurred. The target lesion was located in left autogenous arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, when the air pressure reached 24 atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.